Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Concomitant product: model: 5076-52, lead; implanted: (B)(6) 2006; model: 419388, lead; implanted: (B)(6) 2006; model: 310c27, tissue heart valve; implanted: (B)(6) 2009.

Event description:
It was reported that during a cardiac resynchronization therapy defibrillator (crt-d) change out procedure the "rv coil did not register an impedance when connected to the new can." Lead use with the prior device showed defib impedance levels within normal limits. An rv coil fracture is suspected. The physician chose to connect the svc coil into rv port of the device and the rv coil into svc port so that the device could biv pace. The lead currently remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the right ventricular (rv) lead has now been capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.